Event description:
Pt had neopicc placed via right basilic vein on 4th day of life. X-ray confirmed placement with tip in the svc. X-ray taken the following day showed PICC line through the right atrium at the level of the right ivc junction. The PICC was retracted approx 2 cm. The following day, the pt developed sudden onset of acute co2 retention requiring increased ventilatory support. Given the sudden onset of symptoms, mechanical obstruction of some type was suspected. Chest x-ray showed right-sided opacification and pleural effusion. Since the PICC was on the right side, it was heplocked and not used. A right thoracentesis was performed with approx 11 ml of yellow fluid suspiscious for tpn withdrawn. The PICC was removed. A new PICC was placed via the left cephalic vein 2 days later. The pt continued to have persistent right-sided atelectasis, despite resolution of the pleural effusion, and subsequently significant opacification of the left lung as well. The pt continued to have problems with oxygenation, as well as progressive acidosis and hypotension and progressed to multisystem failure despite aggressive support. The pt expired on the twelfth day of life.